Event description:
The pt was turned and accidentally disconnected both pacer wires. The wires were reconnected and the pt is reported to be in stable condition. The device is not being returned for the co's analysis. Device failure related to user handling, failure to follow instruction. The package does bare a prominent label "now with improved safety adapter" and a warning to consult the instructions for use, for proper use of the safety adapter.